Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The consumer stated that the caster is broken on his chair.